Manufacturer narrative:
Clarification to d6a: partial date of 1995 provided. Continued e1 -- alternate phone numbers: (B)(6). Continued e1 -- alternate email address: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade ii/iii.

Event description:
Healthcare professional reported ¿capsular contracture, baker grade ii/iii¿, ¿implants were too big" and ¿removal of textured silicone implants¿. This record is for the left side. Device was explanted.